Manufacturer narrative:
Additional manufacturing narrative: other, additional manufacturing narrative (if other): the returned device was evaluated. During evaluation the unit was able to power on, however, a few seconds after power on the device halts measurements and displays ¿speaker fault" with a watchdog alarm tone. The failure occurs regardless of if a sensor/cable is connected or disconnected and is caused by a failed speaker that has an open circuit. The speaker was replaced and the unit functioned as designed. Initial reporter phone number exceeded maximum allowable digits, phone number is as follows: (B)(6).

Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. (B)(6).

Event description:
It was reported that the device powered on normally, but crashed when connect to cable and sensor. No known impact or consequence to patient.